Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of sticking safety bar was duplicated. The safety bar could not be moved by hand due to corrosion by the trigger area. The device was repaired and returned to the customer.